Event description:
Reporter received a replacement c pap machine from a recall. When he begain using the new machine he noticed fluid leaking from the tubing. He also started to experience low heart rate after using the machine.